Event description:
The ge oec 2800 uroview fluoroscopy system was reported to have a x-ray tube arm that would not move.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the tube travel had exceeded the electrical limits and was disabled. The system was brought back within the electrical limits and proper function was resorted. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.